Manufacturer narrative:
The lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient underwent a surgical intervention where this lead was explanted and a new lead was successfully implanted. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.